Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated they had close to an accident the morning of the report. They stated it felt like they had a return of symptoms and they didn't know if it was because they were nervous for their upcoming, unrelated surgery or if they may have decreased stimulation because the night prior they had been pushing some buttons on their patient programmer and fooling around with it before they found their manual and remembered how to use it. They stated they thought they may have accidentally decreased the stimulation and inquired about what intensity they should have it at. They were redirected to their healthcare provider to discuss. They were able to sync with their programmer on the call and it showed stimulation was on, set to program 3 at 0.6v. They increased stimulation to 0.7v on the call and stated it did not feel comfortable, so they decreased to 0.65 and confirmed initially that it felt comfortable. They later stated it was beginning to feel a little uncomfortable so they decreased to 0.60. They confirmed it was comfortable at this level. They stated that this was the first time that stimulation had been uncomfortable. They stated there was a fall related to the reported issue, they stated they had fallen, but they couldn't remember when. They were redirected to their healthcare provider to discuss symptoms and programming. No further complications were reported or anticipated.